Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not report an accurate lot number. A f/u report will be submitted when the eval has been completed. Eval conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that the tubing ruptured where it connects to the power injector during an injection. No harm or injury was reported.